Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7071877, UDI: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also mentioned that the battery site was causing issues. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device components were kept by the facility.